Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl (1800.0 mcg/ml at 179.9 mcg/day mcg/day) and bupivacaine (30.0 mg/ml at 2.998 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient experienced a post-operative agitation/restlessness and lethargy/sedation secondary to it medications on (B)(6) 2017. The next day, the patient's pump was reprogrammed with an it rate decreased, a magnet was placed over the pump to suspend therapy, and the nurse was instructed to leave the magnet in place until the patient awoke. At that time, the patient would be fine to be discharged. On an unknown date, the therapy was resumed and the magnet was removed. The logs were not read, so unable to determine the date the magnet was removed. The patient presented to the clinic for a post-operative visit, on (B)(6) 2017, and the therapy had resumed. It was indicated the event was related to the device or therapy and related to the drugs fentanyl and bupivacaine. The event resulted in an in-patient or prolongation of existing hospitalization. The clinical diagnosis was it medication side effects. The issue resolved without sequelae on (B)(6) 2017. Additional information stated the therapy was suspended via magnet, as the therapy was contributing to the symptoms in a way the necessitated the use of the magnet. The symptoms were caused by the it medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.